Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. The maximum aneurysm diameter at the time of the event was 76 mm. The proximal aortic neck length at the time of the event was 10.5 mm with a diameter ranging from 25 mm to 29.7 mm. The proximal aortic neck angle was 54 degrees and the supra to infrarenal angulation measured 22 degrees. It was reported that a CT conducted three years and eleven months post index procedure, revealed that the endurant 28x20x166 stent graft had migrated resulting in a proximal type I endoleak. Fifteen days after the endoleak was discovered, the physician elected to implant an endurant ii 28x28x70 aortic cuff and secured the cuff with eight aptus endoanchors. It was noted that after the cuff was implanted, a completion angiogram still showed evidence of a residual type ia endoleak, at which point the 8 endoanchors were placed into the cuff. After placement of the endoanchors, repeat angiography showed no further endoleak and just a late type IV endoleak. Per the investigator, the migration with endoleak appeared to be from the increasingly pronounced anterior spine angulation with posterior disc compression over time since the patient's initial aaa repair. A follow up appointment found that the patient was alive and no other new events were reported. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.